Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2024 in which the lead was explanted and replaced.

Manufacturer narrative:
Note - this emdr was originally submitted to the FDA on 09 sep 2024. The FDA provided feedback with indication they did not receive the emdr in their system. Therefore, resubmitting the emdr on 18 sep 2024.

Event description:
It was reported that the patient's lead has high impedances. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.